Manufacturer narrative:
Additional information: the lesion was treated with another resolute integrity stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was admitted for a staged pci procedure with rotoblator following a stemi the previous week. The physician attempted to treat a severely calcified and severely tortuous lesion in the mid circumflex, using a resolute integrity drug-eluting stent. The lesion exhibited 95% stenosis with a vessel diameter of 3 mm and lesion length of 9 mm. There was no damage noted to packaging and no issues noted when removing the device from hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent dislodgement occurred during removal following failed delivery; the stent caught on the guideliner which was deep seated in the vessel. The dislodged stent was not removed. The stent was then wired and expanded near the lesion with a balloon. Physician used 1.25 balloon to begin to place dislodged stent. The physician went back and dilated with 1.5 balloon then 2.0 balloon and finally post dilated with a 3.0x8 nc balloon. Physician was able to deploy dislodged stent close to the lesion, the stent was not crushed. The patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.